Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the helical blade would not pass through and was getting stuck. Upon examination it was noted that the blade was rubbing inside of nail and a flange was damaged. It was also reported that the instruments were realigned and new blade went in fine. There was a ten minute delay reported. Additional x-rays were taken due to delay in procedure. The procedure was successfully completed and the patient outcome was reported as fine. After this procedure, two more procedures were successfully completed with the same instrument set. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Expiration date reported as; 03/2023. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7635565 of 11.0mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.